Event description:
In 2009, the pt's husband reported that the pt experienced elevated blood glucose of 400-500 mg/dl a week ago. The pt bolused through the infusion device to lower her blood glucose. Her target blood glucose range is 150-200 mg/dl. At the time of the report, the pt's blood glucose had returned to normal. The pt changes her infusion set every 5 days and the husband was advised the infusion site should be changed every 3 days and, the infusion tubing should be changed every 6 days. The adapter has never been changed, and he was advised to change it every 10th insulin cartridge change. The husband did not have the infusion device at the time of the report, and troubleshooting could not be completed. Upon f/u with the pt 2 days later, she stated that her most recent blood glucose reading was 158 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.